Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024. It was reported that the pediatric patient experienced inaccurate cgm values which occurred seven days after the sensor had been inserted in the leg. The day of the event, when the cgm was reading low, the patient was initially treated for a suspected hypoglycemia with gluco gel and juice. When the patient experienced vomiting, nausea, disorientation, had a pale skin tone, and was sweaty, an ambulance was called. When a fingerstick was taken by the paramedics, the cgm was reading low, and the blood glucose reading was 24.0 mmoll. Insulin injections were given with the pen, and the patient was brought to the hospital. At the hospital the omnipod pump was put in manual mode and the insulin was given via this based on fingerstick readings. No further symptoms were reported but it was stated that the patient then received intravenous treatment with insulin. The patient stayed overnight, spending more than 24 hours in the hospital, and was discharged the next day. The patient was stable at the time of the report. It was reported that the patient suffered mild diabetic ketoacidosis (dka). There was no documentation of further medical intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.